Event description:
The pt called baxter customer service center in 2005 with abdominal pain. The pt described the pain as "very general over the entire abdomen" and reports pt "feels full." The technical service representative assisted pt throughout drain and reported the pt's pain continued throughout drain cycle. The technical service rep reported that the total drain volume in third drain of three prescribed cycles to be 3327 ml. The pt then complained of abdominal pain "because pt is empty." Pt was advised to call their peritoneal dialysis nurse. In 02/2005, follow up call revealed that pt was transferred to hemodialysis following a peritonitis episode. The nurse stated the pt only used the homechoice cycler one night. The pt preferred manual exchanges (capd) to the cycler. Pt reportedly acquired peritonitis after the date of the event unrelated to use of the homechoice cycler. She stated she has no knowledge of the event described above and could not provide any further information related to this event.